Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope was found to be cracked was confirmed. The following defects were found with the device upon evaluation : outer tube damaged, distal tip damaged, high voltage flashover from electrode, deep indentations and damaged glass fibers are visible. Material is missing. There are deposits on the distal cover glass. The distal cover glass is scratched. The image on the camera is totally blurred. There are particles on the image of the camera visible which just moved around. The glass cone inside the light post adapter is cracked and material is missing. Illumination distal tip fiber damaged, fibers broken, illumination low. Optical system, optical components broken lenses in optical system less than 50% of lenses defective, broken optical components could be detected inside the optical system of the endoscope. The device was diagnosed and repaired by means of spare parts. It was tested and found to be working according to specifications. The distal tip is damaged due to high voltage flash-over from electrode. The deep indentations, scratches and broken optical components are most likely a result of user mishandling of the device, probable due to a fall. Also lack of cleaning and maintenance would have caused the deposits on the distal cover glass and the particles inside the camera system which caused the blurry image. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/06/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during a routine inspection the endoscope device was found to be cracked. During in-house engineering evaluation, it was determined that there were deposits on the distal cover glass on the device, the image on the camera was totally blurred, there were particles on the image of the camera visible which just moved around, the fibers were broken, and there were broken optical components that could be detected inside the optical system of the endoscope. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.